Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that a fault code 1003 was detected on this implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) indicated that the device was malfunctioning and was confirmed as part of low voltage capacitor communication. The patient was scheduled for follow-up. The device remains in service. No adverse patient effects were reported. A review of the memory download confirmed the fault code. While the device battery currently had significant reserve capacity, this behavior could change unpredictably. Data indicates with a very high likelihood that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. Additional information received confirming that this device was already explanted and replaced. Also, during the device replacement procedure, a small cut on the atrial lead was observed, which caused the occasional slight noise in the atrial channel. This atrial lead was repaired surgically with silicone adhesive and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted scratches on the case and body fluid contamination in the lead barrels. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.